Event description:
The 840 ventilator failed to cycle while in use on a patient. There was no patient harm or injury reported. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. He did verify an error code that confirms the customer's claim. The unit passed extended self testing. As a precaution, the cse replaced the pressure transducer pcb. The action corresponds to the recommended repair outlined in the service manual for the reported error code.